Manufacturer narrative:
A return material authorization(RMA) was issued to the customer requesting to have the intuitive surgical, inc. (Isi) device returned. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the force bipolar had a piece displaced on the tip and the instrument became stuck. It had to be removed with trocar. The metal piece was placed back after removing the instrument. The procedure was completed with no reported injury.